Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor hot, will not power on) has been confirmed. Upon investigation the monitor was unable to power up and was drawing high current. The cause for the excessive current isolated to corrosion on components j502, esd7, c603, c609, and l600 on the c/a board. The root cause for corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement monitor.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor was very hot and then would not power up. The patient was issued a replacement monitor.